Event description:
Jackson pratt drain had been implanted through stab wound of rlq of abdomen. When physician attempted to remove drain manually, drain broke. Patient returned to surgery for removal. Drain had not been sutured in. Physician who removed drain reported that there was no unusual amount of pressure used when he began to remove the drain; drain just "popped". Thought it might be retrievable from subcutaneous tissue, but was found inside fascia at time of removaldevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: invalid data. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. The device was not destroyed/disposed of.